Event description:
Information received by medtronic indicated that the customer reported pump asked for a new battery and when inserted a new one and it gave a replace battery alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and this was the second occurrence of replace battery alert, replace battery alarm, or off no power without a low battery warning. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. There were no unexpected battery related alarms noted after test battery was removed and reinserted into the battery compartment. No unexpected battery power loss alarm or replace battery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 07-feb-2024 in the pump history file. 02/07/2024 16:20:00.000 alarmalertnotification, faultnumber = low battery alert (104). 02/07/2024 17:57:34.000 batteryremoved. 02/07/2024 17:57:34.000 alarmalertnotification, faultnumber = battery removed (84). 02/07/2024 17:58:04.000 batteryinserted. 02/07/2024 17:58:04.000 alarmalertnotification, faultnumber = failed batt test (58). 02/07/2024 18:12:21.000 batteryremoved. 02/07/2024 18:12:21.000 alarmalertnotification, faultnumber = battery removed (84). 02/07/2024 18:13:07.000 batteryinserted. 02/07/2024 18:13:27.000 alarmalertnotification, faultnumber = failed batt test (58). 02/07/2024 18:15:34.000 batteryremoved. 02/07/2024 18:15:34.000 alarmalertnotification, faultnumber = battery removed (84). 02/07/2024 18:16:07.000 batteryinserted. 02/07/2024 18:16:12.000 alarmalertnotification, faultnumber = failed batt test (58). 02/07/2024 18:17:39.000 batteryremoved. 02/07/2024 18:17:39.000 alarmalertnotification, faultnumber = battery removed (84). 02/07/2024 18:19:07.000 batteryinserted. 02/07/2024 18:19:39.000 alarmalertnotification, faultnumber = failed batt test (58). 02/07/2024 18:21:11.000 batteryremoved. 02/07/2024 18:21:11.000 alarmalertnotification, faultnumber = battery removed (84). 02/07/2024 18:21:44.000 batteryinserted. 02/07/2024 18:21:47.000 alarmalertnotification, faultnumber = failed batt test (58). 02/07/2024 18:35:45.000 batteryremoved. 02/07/2024 18:35:45.000 alarmalertnotification, faultnumber = battery removed (84). 02/07/2024 18:36:19.000 batteryinserted. 02/07/2024 18:36:26.000 alarmalertnotification, faultnumber = failed batt test (58). 02/07/2024 19:32:32.000 batteryremoved. 02/07/2024 19:32:32.000 alarmalertnotification, faultnumber = battery removed (84). 02/07/2024 19:42:00.000 alarmalertnotification, faultnumber = battery removed (84). 02/07/2024 19:52:30.000 alarmalertnotification, faultnumber = batt out limit (6). Earliest power data available per the power management tool/detail trace file is on 2/24/2024 10:55:00 am. There was no power data available for the date of 02/07/2024. Unable to check power data for low battery alert, failed batt/battery failed alarm and power loss alarm/batt out limit (6). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert (104) unknown. Failed batt test (58) unknown. Batt out limit (6) unknown. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Unexpected battery power loss alarm not confirmed. Replace battery alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.